Event description:
It was reported by the patient's neurologist that the patient was seen for her first follow up appointment, since a recent generator revision surgery, and that a system diagnostic test was performed which revealed high lead impedance. The physician indicated that he had received notification from the surgeon who performed the generator replacement that there may be an issue with the lead. The patient was referred back to the surgeon for a consult. Good faith attempts to obtain additional information are underway.